Event description:
It was reported that during a mca stenosis treatment, when the physician deployed a non-stryker stent at the treatment site, it was not apposing to the vessel walls. The physician used the subject guidewire to try to open the stent. During the manipulation, the guidewire tip fractured at the proximal end of the stent. The tip of the guidewire remained lodged inside the stent and was not retrieved. There was a surgical delay of 1 hour. Postoperatively, the patient developed contralateral limb hemiplegia. There is no additional information available.